Event description:
It was reported that the cassette was not latching properly. The device exhibited an alarm, broken lid, and error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; however a tamper seal was missing. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The investigation and testing found latch optic flex nonfunctioning and cracked battery door. The nonfunctioning optic switch was found to be the cause of the reported problem. For corrective action the inoperable latch flex, battery door, latch lock and downstream occlusion sensor seal were all replaced. The root cause of the reported issue was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.